Manufacturer narrative:
(B)(4).

Event description:
The customer contacted beckman coulter inc (bec) to report a leak of blood and diluent inside the dxh800 instrument. No report of any patient results or treatment being affected by this incident. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat and glasses at the time of the incident. No injuries occurred, no exposure (splashed or spayed) to mucous membrane or open wounds was reported, and medical attention was not sought. On the day of the event, a bec field service engineer (fse) found that the probe wash collar was leaking blood and diluent inside the instrument. The fse removed and cleaned the collar with 50% bleach, performed probe waste chamber flush with 50% bleach. The repairs were verified per established procedures. Root cause for the leak is attributed to the probe wash collar was clogged with residual blood.